Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on august 17, 2023.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 13, 2023, was filed inadvertently. No infection has occurred. The infection was non-device related. This report is submitted on august 8, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 13, 2023.